Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. Additional information indicated that other coils were present in the target lesion. Based on the event description, it is likely that the reported event was caused by the presence of other coils or embolic agents. Therefore, a cause of operational context has been assigned to the reported event.

Event description:
It was reported that during the placement into the target lesion, prior to detachment, the coil became entangled with a previously placed coil (subject device) and both coils were stuck at the tip of the microcatheter. The coils were removed together with the microcatheter. There were no reported clinical consequences to the patient.

Event description:
It was reported that during the placement into the target lesion, prior to detachment, the coil became entangled with a previously placed coil (subject device) and both coils were stuck at the tip of the microcatheter. The coils were removed together with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device was disposed.